Event description:
A consumer had essure implanted. About (B)(6) 2011, she began to experience pelvic and back pain. She also reported that essure made her body go haywire and she had migraines up to 20 a month. Essure was removed through full hysterectomy and the events outcome is recovered.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.